Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Proper ballooning sites. The importance of an accurate deployment. Sizing requirements. Based on the provided info the anatomy around the proximal seal was outside the indications for use. This was likely a contributing factor to the endoleak. However, without films/images this cannot be definitively reported at this time. We will continue to monitor for similar incidents.

Event description:
A female underwent aaa repair in 2009. The pt's anatomical form was not suitable for endovascular repair since the angle of the non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm was more than 60 degrees relative to the long axis of the aneurysm. The procedure was conducted as labeled except the suprarenal stent was deployed before the cannulation of the contralateral limb. Final angiography revealed a severe type I endoleak from a proximal side of the main body. Ballooning was performed to seal the proximal side of the main body; however, confirmatory angiography revealed the endoleak remained. Then another MFR's stent was placed. Finally angiography revealed the endoleak was resolved. The status of the pt is one of recovery.